Event description:
On routine outpt visit noise was noted on the ventricular rate sensing lead causing inappropriate sensing of the ventricular fibrillation and inhibition of pacing. Admitted and underwent lead extraction and implant of a new rate sensing lead. The lead was submitted to the MFR for further eval.